Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection betwen the transmitter and smart device that occurred on (B)(6) 2015. Dexcom representative had the patient confirm smart phone and application settings and all seemed fine. Patient was advised that there may be bluetooth issues with the smart device and to turn the bluetooth off and back on when the problem occurs. At the time of contact, no injury or medical intervention was reported.